Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape at the center upon first inflation at 6 atmospheres for 30 seconds was noted. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.